Event description:
Leakage occurred from the cassette during infusion of an antibiotic for a pediatric pt. The length of time the device was in use before leakage noted is unk. Also unk is if the leakage occurred from the top or the bottom of the cassette. Tubing change along with administration of add'l antibiotic was done. Reporter stated there was no pt compromise.

Manufacturer narrative:
The leaking cassette was due to an insufficient sonic weld on the top to body welding area. From 8/95, the cassette assembly certification is being performed prior to the manufacturing of final product. An acceptance limit of defects per million, (dpm's), were added to the certification as a criteria in order to accept sub-assembly. If the dpm's per batch are over the limit of 750 dpm's established, the batch is discarded. In this manner in-house units are captured with the condition of leaks if they are detected. In addition, cassettes are being screened for melt flow and leak samples after two hours of heat age, only zero defects are accepted at the in-process inspection stage. The lot number was not provided, therefore manufacturing date is unk.